Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the far-field channel, confirming the clinical observation. The analysis did not reveal any indication of an ICD malfunction, however, the integrity of the lead cannot be assured. Should further relevant information or the lead itself become available for analysis, this investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 65 months, oversensing was reported. The patient was hospitalized and oversensing could be reproduced by provocative maneuvers in the clinic. All therapies were reportedly deactivated. Biotronik has no further details with regard to a revision procedure at the moment.